Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" time between tests: 5 mins. Therapeutic range: not provided.

Manufacturer narrative:
Investigation pending.